Event description:
Patient was having a left heart catheterization, selective coronary angiography, selective vein graft angiography and lima angiography. The lima catheter was used to cannulate the lima graft. During the procedure, the tip of the diagnostic catheter broke off and was lodged in the left subclavian artery. This resulted in a second procedure to remove the tip which was 3cm long.